Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the pacemaker for found to be in the back-up mode. Programming changes were made on the device. No patient consequences.